Manufacturer narrative:
(B)(4). This report for a check your position alarm (patient disconnected) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, baxter cannot determine the root cause. Since the lot number is not available a batch review will not be conducted.

Event description:
During troubleshooting for a check your position alarm with (B)(6) the home patient (hp) disconnected from the homechoice (hc) unit. The technical service representative (tsr) advised the hp to start over with new supplies since she had disconnected. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she is aware that the patient disconnects during the day, however, she knows how to do this aseptically. The nurse stated that the patient has been seen since and has resumed therapy. There was no patient injury or medical intervention associated with this event.